Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed no ts or suture remain on the delivery needle or were returned for examination. The device was functionally tested for proper actuator advancement and cycling and found to function as intended. An exact root cause cannot be determined with confidence without the return of the suture construct. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a meniscus surgery, after the ts were advanced the suture knot cannot be pushed. No patient injuries or significant delay reported. Back-up device was available to complete the surgery.